Event description:
It was reported that the unit was intermittently cutting out when connected to the control unit. There was no patient incident/involvement. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested by the manufacturer. The device has not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).